Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15082. The pt has two leads (from different lots) as part of her scs system. It was reported the pt had invalid impedances on the right lead. The pt has effective stimulation on both her right and left side. Surgical intervention will be taken at a later date to address this issue.